Event description:
During product evaluation by a service technician, a flo-gard infusion pump experienced a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation. The cause of the battery low alarm was determined to be damage to the lead acid battery. To correct the condition, the lead acid battery was replaced. The device was serviced and restored to a good working condition and returned to the customer. If any additional relevant information is received, a supplemental report will be submitted.